Event description:
It was reported that the infusion pump was programmed to administer 100 ml of milrinone at 10.2 ml/hr. After approx. 3 hours the IV bag was found empty. The pump was reportedly displaying an infusion rate of 10.2 ml/hr and a volume remaining of 79 ml. No adverse effects were noted with the pt.